Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent altitude alarms. Cartridge was reloaded and new cartridges were used. Due to continuing altitude alarms, pump was not accepting cartridges and customer was unable to resume pump therapy. Blood glucose was over 480 mg/dl. Customer reverted to using manual injections.